Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported vitreous loss during laser assisted cataract surgery of the left eye. No issues were noticed during laser treatment; during phaco the surgeon noticed vitreous loss, a vitrectomy was performed and a three piece lens was implanted. Upon additional follow up; the surgeon is not sure as to the exact cause of the vitreous loss, the anatomy and cataract were factors. The cataract was so dense that he could not see behind it while doing the phaco portion.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).